Manufacturer narrative:
The investigation of product damage (cannula kink), product damage (sterile sleeve damage), and positioning issues has been completed. Clinical details report that the pump was accidentally pulled back into the aorta while the patient was being moved for a computed tomography scan. The issue was resolved by bringing the patient into the operating room for repositioning. Data log review showed that there were six triggers of position in aorta alarms. Once the last resolved, there were no further triggers. The returned pump had a cut in the catheter just proximal to the catheter lock. There were no visual abnormalities relevant to the positioning issues reported. Based on clinical details provided and data log review, the root cause of the positioning issue was determined to most likely be a use issue. Data logs are not relevant to the complication. The returned product had a cut in the catheter just proximal to the catheter lock and the sterile sleeve had been removed from it, so it was unable to be inspected. Clinical details report that while repositioning in the pump in the operating room, excessive force was applied, and the sterile sleeve was damaged. It was managed by using tegaderm. Based on clinical details provided, the root cause of the sterile sleeve damage was determined to most likely be a use issue. Data logs are not relevant to the complication. The returned product was investigated and the catheter was cut just proximal to the catheter lock. There were no visible catheter kinks as product was returned. The blue button of the catheter lock was able to be pressed and released without issue, and the catheter lock could advance back and forth smoothly over the catheter. The portion of the catheter that had been returned underneath the catheter lock was cleaned of blood and inspected, but there were no visual abnormalities/kinks. This suggests the reported catheter kink was likely on the part of the catheter that wasn't returned. Clinical details report that excessive force was applied during the repositioning procedure. Based on clinical details provided, the root cause of the product damage was determined to most likely be a catheter kink due to excessive force.

Event description:
The complainant reported that multiple complications were encountered during impella 5.5 support. Four days into support, the patient was returning from the operating room, when their pump was inadvertently pulled into the aorta. The patient returned to the operating room where the pump was successfully repositioned into place. However, during this process, the sterile sleeve was damaged and a tegaderm dressing was utilized to repair the component. The following day, a kink was discovered on the shaft next to the blue catheter lock. It was noted that excessive force had been applied during repositioning the day prior. The staff opted to monitor the motor current and positioning via other means and support continued uninterrupted. There was no resulting patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue: data logs were reviewed and the placement signal not reliable (psnr) alarm was confirmed. Returned product came back with a cut in the catheter, so none of the standard optical signal issue test procedures could be done. Upon review of data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-26295. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that there was a placement signal not available alarm.